Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide devices were attempted in the heavily calcified right common femoral artery (rcfa) using the preclose technique prior to with a 6fr sheath, after a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was a 6fr sheath. Reportedly, a cuff miss occurred with both proglide devices. Following the tavr procedure a suture break occurred when the attempt to deploy a third proglide device. A fourth proglide device was deployed and a cuff miss occurred. The proglide device was difficult to removed and separated where the black and silver parts meet on the shaft. The distal shaft portion was removed with hemostats. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. The patient returned two-days post procedure with a cold leg. A cut-down was performed and calcification was removed and the vessel was sutured closed. No additional information was provided.